Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a continuous glucose monitoring (cgm) inaccuracy occurred compared to blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The transmitter was received for evaluation and passed exterior visual testing. The device passed voltage testing. Functional testing was performed and passed. Data was reviewed and inaccurate cgm values were observed. The reported allegation was confirmed. A probable cause was not determined.